Event description:
Date of incident (B)(6) 2023. It was reported that the back of the charger had melted, and was smoking. Original accessories were used. Charger was plugged into an end table, with charging usb built in at the time of the incident. No harm to the user or property has been reported. The charger was bought 2-28-23 with hearing aid purchase. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device investigation confirmed trend analysis conclusions. The usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. There are no signs of fire on the device's interior or exterior surface. It should be noted that none of the materials in the charger is classified as flammable. Clinical evaluation: it was reported that the charger started on fire. User's grandchildren came home and smelled the device burning, and saw it smoking. The device was plugged into end table with charging unit built in, the table was plugged into the wall. Device investigation shows no signs of fire. There is no report of harm to the user, or property damage. Original accessories were used. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: refer to capa0616. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates manufacturer's investigation is final. This is a combined (initial and final) report.